Event description:
It was reported about 6 months prior to report the both units came on by themselves automatically. The patient reported that it was a low rate and wasn¿t that bad but they could not turn it off by themselves. The patient could not adjust them or do anything. The patient was getting stimulation from their knee all the way up to their neck. The patient didn¿t really want that while they were sleeping. The patient stated that it would look like it was syncing but wouldn¿t do anything. The patient could not turn it on or off. The patient could not switch programs. It just magically came on all of a sudden at 2:00 in the afternoon and about 9:30 it finally shut off. The patient indicated that they spent 6-7 hours in sheer utter panic to the point they were getting ready to go to the hospital.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).